Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary the information in this complaint (B)(4) has been evaluated for the malfunction occlusion in the tubing and/or tubing connectors (e.g. Occlusion alarm from the infusion pump may have sounded). No escalation required. The batch 6004399 in question was manufactured at the reynosa site. Complaint investigation: visual test according to work instruction (wi) version 3 on reference samples, reference samples passed the test. Functional (flow test) test according to wi version 2 on reference samples, reference samples passed the test. Device history record (DHR) review: the lot 6004399 was manufactured according to wi 4905072 version 108 manufactured in the line inset 4, on 21/nov/2023, with a total of (B)(4) units. Glue tubing device history record (DHR) review: the lot 3l01961 was manufactured according to the wi version 57 manufactured in the machine 5c03, on 19/nov/2023, with a total of (B)(4) units. The lot 3l02003 was manufactured according to the wi version 10 manufactured in the machine igtl01, on 19/nov/2023, with a total of (B)(4) units. The lot 3l04210 was manufactured according to the wi version 57 manufactured in the machine 5c03, on 24/nov/2023, with a total of (B)(4) units. The lot 3l01962 was manufactured according to the wi version 57 manufactured in the machine 5c03, on 20/nov/2023, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 07/jul/2025 against malfunction occlusion in the tubing and/or tubing connectors (e.g. Occlusion alarm from the infusion pump may have sounded) and lot 6004399 and 2 complaints have been registered in database for the same lot number and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no other complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced insulin flow blocked alarm event on 18-may-2025. The blockage was in the tubing. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.